Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a male pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(6) 2010 via medical records. The pt was seen in (B)(6) 2008 for extreme lethargy and fatigue. He was hospitalized and bone marrow biopsy revealed low-grade myelodyplastic syndrome. It was noted that his cytogenic analysis was entirely normal. He was also noted to have vitamin b12, b1, and b6 deficiencies. The pt had significant history or perforated stomach ulcers in 1997 and had 60% of his stomach removed. His vitamin deficiencies were believed to be secondary to the stomach removal. He experienced neutropenia and was treated with neulasta and vitamin replacement. The pt saw a neurologist on (B)(6) 2008 for complaints of progressive numbness and tingling in his feet, legs, and hands along with back pain for past eight months. He was diagnosed with peripheral neuropathy. The pt was found to have extremely low copper levels in (B)(6) 2008. A bone marrow transplant was placed on hold until copper levels normalized. The pt started treatment with intravenous copper supplementation in (B)(6) 2008. Copper levels increased from 29 mcg/ml in (B)(6) 2008 to 71 in (B)(6) 2009 (normal 70-155 mcg/dl). His neutropenia resolved secondary to IV copper treatment. The pt's neurologic symptoms and fatigue improved with copper replacement in 2009. The physician noted that the myelodysplastic syndrome resolved secondary to IV copper therapy and replacement of his b-vitamins. Copper supplementation was switched to oral from IV. In (B)(6) 2009, the copper level decreased back to 56 mcg/dl, which was below normal . Zinc level was found to be elevated at 203 mcg/dl (normal 60-130 mcg/dl). In (B)(6) 2009, the pt informed his physician that he uses a denture cream (unspecified brand) that has a high amount of zinc. The physician instructed the pt to discontinue using the denture cream. In (B)(6) 2009, the pt continued IV copper supplementation every other month. In (B)(6) 2009, the physician noted the pt did not have true myelodysplastic syndrome (mds) in (B)(6) 2008 because his cytogenetics was normal and no blasts were seen with the biopsy. The mds had resolved with copper supplementation. The changes seen in the bone marrow were likely due to copper and other vitamin deficiencies.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).